Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer filled the cartridge with 150 units of insulin. There was no impact to the customer's blood glucose level. The customer added insulin to the cartridge and was able to successfully complete the load process.